Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1588rtt acl fibertag tightrope implant suture popped off when inserting the needle into the graft. The case was completed using the same product from a different unknown lot with a delay of 1 minute reported and no additional anesthesia. No fragments were left in the patient. This was discovered during a quad acl procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error excessive force during the suture tensioning.